Manufacturer narrative:
A supplemental report will be submitted when device evaluation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the device was explanted on the day of the call due to premature end of service (eos). The event date was unknown. The device was received by the manufacturer for analysis on (B)(6) 2017. No further complicationswere reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found that the ins battery had a normal end of life and the telemetry and output was okay. It was reported that parameters were taken from the initial review during check-in. The ins was programmed to eight positive electrodes and eight negative electrodes. The calculator is only capable of having four positive electrodes and four negative electrodes, which would cause the actual longevity estimate to be lower than what it was calculated. The longevity estimate is 9.28 months to eri. According to the trace report the ins reached eri in 14.9 months. If information is provided in the future, a supplemental report will be issued.